Event description:
A report was received that the ipg was turning off frequently. Database analysis revealed no anomalies. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The complaint was not confirmed. No abnormal device resets were observed during the analysis. The ipg exhibited normal device characteristics.

Event description:
A report was received that the ipg was turning off frequently. Database analysis revealed no anomalies. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient was doing well following the procedure.